Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - ground bond failed performance spec was determined to be caused by loose connection at the door frame to door post interface.

Event description:
During evaluation of the device, the product analysis lab encountered a rite test failure of ground bond, with an assignable cause of loose connection at the door frame to door post interface, and a relationship to the reported problem of: unrelated. Ground bond failed performance spec. There was no patient involvement.